Event description:
It was reported that the patient had vomiting and diarrhea 1 day post bilateral sinus surgery. Subject reported symptoms stopped 2 days post-surgery after antibiotics were discontinued. No additional information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.